Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the compact plus system. Reference medwatch report with patient identifier (B)(6) for the aviva system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: 20.0 mmol/l (compact plus system) and 8.0 mmol/l (aviva system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4)